Manufacturer narrative:
An event of complete heart block post procedure, requiring a pacemaker implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had high risk of pacemaker and history of rbbb. Based on the information received, the cause of the reported heart block could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances as a temporary pacemaker was placed. The reported surgical intervention and hospitalization was a result of case-specific circumstances as a permanent pacemaker was implanted. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes added: health effect - impact code: 4607, 4641.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of right branch bundle block (rbbb). The length of the membranous septum was 5.4mm. There was calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the baseline rhythm was noted to be rbbb. The valve was successfully implanted at a depth of 6mm on the non-coronary cusp (ncc). The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. Post-procedure less than 48 hours; the patient went into a complete heart block (chb). A temporary pacemaker was noted to be used as an intervention. The patient had a prolonged hospital stay for monitoring of rhythm. On (B)(6) 2025, the patient received a permanent pacemaker. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. On (B)(6) 2025, the patient was discharged from the hospital.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history which includes right branch bundle block (rbbb). During the procedure, the baseline rhythm was noted to be rbbb. The valve was successfully implanted with no additional procedural information. Post-procedure on an unknown date, the patient went into a complete heart block (chb). After few days of observation, the patient received a permanent pacemaker. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient was discharged.